Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2367, which occurred on the homechoice during use during initial drain. The technical service representative (tsr) asked if the patient was connected when the machine alarmed and the cg stated the patient was connected. The tsr had the cg check the alarm log and found a se 2240 occurred prior to the se 2367. The tsr explained the alarms and the possible causes. The tsr reviewed the proper procedures per the user manual. The tsr instructed the cg to start over with new supplies and suggested following the set-up procedure in the at home guide book. The cg stated she would contact the registered nurse (rn) for set up assistance. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter (B)(4) contacted the cg on (B)(6) 2011 regarding the reported se 2240. The cg stated they did not see any visible damage or abnormalities with the supplies in use. The cg stated that sample was discarded, but the lot number for the cassette was (B)(4). The cg stated that after the alarm they called the rn and the rn came over and they were able to perform therapy with new supplies. The cg and the rn could not determine how air might have got into the lines. The cg stated that since then everything has been going fine. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample. Based on the information gathered during baxter's investigation the root cause of the report was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). A request for the device has been made; however, it was not available for evaluation. Should additional information become available, a follow-up report will be filed.